Manufacturer narrative:
Date of event is estimated. It was reported that the patient had an ablation done without surgery mode and is not able to connect to ipg. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Troubleshooting was able to resolve the issue. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that following an unrelated surgical procedure wherein the ipg was not placed into surgery mode, the ipg became unable to communicate with external device. Troubleshooting was able to repair the ipg. Therapy has been restored.